Manufacturer narrative:
Unit had minor scratched lcd window, cracked lcd window, cracked battery tube threads, a test reservoir was installed and did not lock in place due to complete broken reservoir tube lip, broken belt clip slot, missing reservoir tube o-ring, cracked case at display window corners, stained address/serial number label and stained end cap sticker.

Event description:
The customer reported via phone call that the insulin pump got damaged at reservoir compartment . The customer¿s blood glucose level was unknown. Instructed customer to follow their medically prescribed back-up plan. The insulin pump will be returned for analysis.